Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was over 600 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with manual syringe. Customer currently using insulin pump system for high blood glucose event. The device will not be returned for analysis.